Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having unexplained low blood glucose during the night. Also, his sensors are not linking up to the continuous glucose monitoring system. Customer receives calibration errors. Sometimes his sensor readings are inaccurate. Customer's blood glucose was unknown. He stated during the night, his insulin pump will alarm threshold suspend. Customer stated at those times his sensor reading was accurate. Customer stated yesterday, his sensor reading was 93 mg/dl, but his blood glucose was 258 mg/dl. Customer calibrates correctly. Customer was advised of proper sensor and calibration methods. He was advised to monitor the issue and call back if needed. Nothing further reported.